Manufacturer narrative:
The user-reported issue was confirmed. A small hole was visible in the tubing where the IV set was rapidly leaking during flow. A quality alert was sent to the contract supplier on 12/31/2015. The complaint was determined as not MDR reportable at the initial determination by following company procedures. This MDR is retrospectively filed as a corrective action to address one of the FDA inspection observations made on 08/11/2016.

Event description:
The customer reported that "we had a hydration bag leak all over the floor, at least 200ml. It was hung on the secondary line. Looking at the tubing, it feels like there was a defect where it was in the metal clamp at the bottom of the pump. Seems like there was a hole in it. No patient injury or harm was involved.